Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficult to remove associated with gripper caught on chordae. The reported poor image resolution was due to patient's heart moving a lot with the cardiac cycle. The reported patient effect of tissue injury appears to be due to the gripper caught on chordae. Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention or treatment was provided. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, prolapsed leaflets, and a pre-existing flail. A mitraclip xtw (50609r1095) was inserted, and grasping was performed. However, difficulties visualizing the clip occurred, and the gripper became caught on the chordae. Troubleshooting was performed to remove the clip from chordae, and the clip was able to be freed from chordae. However, minimal damage to the posterior leaflet was observed. Therefore, the clip was removed and replaced. A new clip, a mitraclip xtw (50609r1093) was inserted, and grasping was performed. However, difficulties visualizing the clip occurred, and the leaflets were unable to be grasped or captured. Therefore, the clip was removed from the patient. No clips were implanted, and the procedure was discontinued. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.